Event description:
It was reported that during a prostate procedure @ 109,322 joules of use and 25:40 minutes, end firing was observed. The procedure was completed with a second fiber. Patient outcome: ¿no harm to patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification and mild detritus adhesion at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.